Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the returned sp2 femoral impactor confirmed heavy damage to the replaceable black celcon impactor component. Further examination finds the screw tops are stripped. The root cause is attributed to wear out and possible misuse. Based on product wear out as the root cause, the need for corrective action is not indicated. Although the need for corrective action was not indicated, a new femoral impactor (950501218 sigma hp fem notch impactor) was designed as part of the high performance instruments (formerly global pathway. This design was released in november 2007. The new femoral impactor has a different locking mechanism, and also allows for the surgeon to use it to impact c/s femoral components.

Event description:
Femoral definitive being impacted and rubber end broke off. Product has been discarded. The form indicates alternative product used, and no adverse event.

Manufacturer narrative:
This complaint is still under investigation. Not returned.